Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in-clinic for anxiety and inappropriate high voltage therapy due to device programming. The device was successfully reprogrammed to resolve this event. The patient was stable following this event.